Event description:
Stem impactor rod broke when impacting femoral component, which was removed and replaced. Liner and a nylon bold was also damaged and replaced in the process as a result of broken inserter. Surgery time was extended for more than 30 minutes.